Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during the procedure. The suture broke when pulled out of the package. It was not used on the patient. Another device was used to complete the procedure.